Event description:
Hill-rom has found a potential issue with the totalcare beds equipped with the accumax quantum mattresses. If the bed is put into the "chair egress" position, the magnets on the mattress may not hold the bottom of the mattress flat to the bed frame. If this happens, the foot section of the mattress will extend away from the bed at about 30 degree angle. A patient attempting to get back into the bed may assume that the mattress is against the bed and attempt to sit, but may miss the seat and sit on the foot section instead. This can result in the patient sliding down to the floor, with possible injury. (B)(4).there have been no incidents as described in the manufacturer's notice at this facility with this device. This facility is in the process of educating the clinical staff on the possibility of a fall. The alert was issued by the manufacturer in june of this year and does affect this facility. As of this date, the manufacturer does not have a fix for the issue. Facilities and staff must rely on staff education, which involves human factors.